Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead dislodgement was confirmed by strip analysis and chest x-ray. The lead was repositioned.